Event description:
The caller reported that the t: slim x2 pump battery would not charge, and the pump screen remained dark and non-functional. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl. Correctional actions included instructions from technical support for the caller to test different troubleshooting methods, such as using known working charging supplies and leaving the pump connected to a power source for at least 30 minutes. Technical support intended to follow up with the caller. Upon follow-up using different charging supplies did not resolve the issue. Cts will replace pump.